Event description:
It was reported that the patient and physician decided it was best for the patient to have a full revision surgery of the device and lead. The revision was done on (B)(6) 2025, due to a return in symptoms and feeling the ins moving in the pocket. The patient had a follow-up appointment on (B)(6) 2025, and the representative reported the patient is doing great and is happy with the relief they are getting from the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the implant date (d6a), explant date (d6b) and to update the summary field (b5): (b5) summary update. (D6a) implant date. (D6b) explant/revision date. This report is being submitted to add the concomitant product (c2/d10) and update the ir (e1) and patient gender (a3b): UDI for concomitant product, tined lead UDI# (B)(4). (E1) initial reporter update. (A3b) patient gender update.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead UDI# (B)(4). Correction: block e1: initial reporter email.

Event description:
It was reported that the patient and physician decided it was best for the patient to have a full revision surgery of the device and lead. The revision was done on (B)(6) 2025, due to a return in symptoms and feeling the ins moving in the pocket. The patient had a follow-up appointment on (B)(6) 2025, and the representative reported the patient is doing great and is happy with the relief they are getting from the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead UDI# (B)(4).

Event description:
It was reported that the patient and physician decided it was best for the patient to have a full revision surgery of the device and lead. The revision was done on (B)(6) 2025, due to a return in symptoms and feeling the ins moving in the pocket. The patient had a follow-up appointment on (B)(6) 2025, and the representative reported the patient is doing great and is happy with the relief they are getting from the device.

Event description:
It was reported that the patient and physician decided it was best for the patient to have a full revision surgery of the device and lead. The revision was done on (B)(6) 2025, due to a return in symptoms and feeling the ins moving in the pocket. The patient had a follow-up appointment on (B)(6) 2025, and the representative reported the patient is doing great and is happy with the relief they are getting from the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the implant date (d6a), explant date (d6b) and to update the summary field (b5): (b5) summary update: (d6a) implant date. (D6b) explant/revision date.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k)# (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient is having a revision surgery due to a return in symptoms and feeling the ins moving in the pocket. A patient outcome was not reported.